Event description:
It was reported the rigid video scope malfunctioned and noticed green and purple image with a green hue on it. The issue happened during preparation prior to a diagnostic laparoscopic cholecystectomy. The procedure was completed using a similar device. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found a cracked video connector, sunken fibers, a loose adapter, and a fog free function failure. Based on the results of the investigation, it is likely that the following led to the malfunction: the most probable cause of the complaint is cause traced to component failure. A definitive root cause of the issue could not be determined. A device history record review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the rigid video scope malfunctioned and noticed green and purple image with a green hue on it. The issue happened during preparation prior to a diagnostic laparoscopic cholecystectomy. The procedure was completed using a similar device. There was no patient involvement.

Manufacturer narrative:
E1-phone number: (B)(6). The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.